Event description:
It was reported that, the patient with this right ventricular (rv) lead had a syncope episode and fall. Upon review, noisy signals that were oversensed were found in the rv channel that correlated with the syncope, leading into pacing inhibition and an asystole of more than three seconds. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6: absence of treatment.

Event description:
It was reported that, the patient with this right ventricular (rv) lead had a syncope episode and fall. Upon review, noisy signals that were oversensed were found in the rv channel that correlated with the syncope, leading into pacing inhibition and an asystole of more than three seconds. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that, the patient with this right ventricular (rv) lead had a syncope episode and fall. Upon review, noisy signals that were oversensed were found in the rv channel that correlated with the syncope, leading into pacing inhibition and an asystole of more than three seconds. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.